Event description:
Event was reported via FDA, the pt was brought to the or for removal of painful hardware. The surgeon removed two screws from the pt's right shoulder. The screws were implanted for around one month. It is uncertain if the screws are defective. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure or an attempted electrophysiology? No.

Manufacturer narrative:
The user-facility has been contacted for additional info. The device nor additional info has been received. If the device or additional info is received, it will be provided on a supplemental report.